Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Adverse event investigation summary: bd had not received samples (material #367989, lot #0226697), but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for broken lip with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was a cracked tube. The following information was provided by the initial reporter. The customer stated: "while drawing blood, the tube didn't draw blood. When opening the stopper of tube there was a broken part."